Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a fistula with numerous outflows using pod4s, a pod packing coil (pod pc), ruby coils, and a non-penumbra microcatheter. During the procedure, the physician successfully placed a pod4, and a pod pc into the target location using the microcatheter. Next, while advancing another pod4, the physician realized it was too long. Upon removal, a kink in the pusher wire was noticed and the pod4 was not used. A ruby coil was then successfully implanted. Then, while attempting to implant another pod4, the microcatheter was kicked out of the target location and the pod4 was not able to be implanted; therefore, it was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.